Manufacturer narrative:
(B)(4). Visual inspection found the blue insulation scratched and torn. The torn and damaged blue insulation caused the clear insulator to disengage since it is the heat shrink insulation that holds the ptfe insulator in place. The clear ptfe insulator had multiple lateral scratches. The instructions for use (IFU) warns cleaning the electrode with a scratch pad or other abrasive object, scraping with a sharp object or bending beyond 90 degrees may damage the electrode. If the electrode becomes damaged, it should be discarded.

Event description:
The customer reported that the cautery tip was burned. No patient injury was reported. Covidien's initial evaluation found the clear insulator had disengaged.